Event description:
It was reported that the atrial lead exhibited a high threshold of 5.5 v at 1.5 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.